Manufacturer narrative:
Cut is detected in the sewing fabric and the silicone ring which led the cloth to unravel by approximately 1cm. Another cut is detected in the sewing fabric which similarly led the cloth to unravel by 2mm. No other inconsistencies detected.the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components in 2005. Subsequently, patient reported pain and radiographs taken showed severe osteolysis. A revision was performed in 2009, to remove and replace the acetabular cup and modular head.

Event description:
Reportedly, when the surgeon opened the box, the cloth lining was torn. No information provided regarding the event; therefore, the aware date is being used as the occurrence date. There is insufficient information to suggest that a death or serious injury has occurred.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. No customer letter was requested. No DHR can be done as no model/size/serial number were reported. The device is being returned, and additional information has been requested from the initial reporter.